Event description:
It was reported that within several hours post implant the right ventricular (rv) lead threshold was rising. An x-ray image was taken and it was seen that the rv lead was outside of the heart shadow. The rv lead was revised to be pulled back and implanted in a septal position. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).